Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue; display lens peeling. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: during investigation, the lens film was found to be peeling, scratched, and discolored. This is consistent with the original complaint. Unrelated to the original complaint a battery compartment crack was found running from the right corner of the bumper pad to the case seal. Additionally, there was a crack running from the case seal to the top of the keypad above the up arrow.